Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician thought the capsule was correctly attached, then checked with an endoscope and found out that the capsule failed to attach. They were able to recover the capsule. No repeat procedure on a different day was needed as they used another capsule to complete the procedure. There was no patient injury.